Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, chest tightness, discomfort and swollen limbs after feeling two alarms from the implantable cardioverter defibrillator (ICD). The patient was hospitalized and the device had reportedly continued to alarm when the patient was seen for programming two days later. The patient was discharged home but then felt two shocks from the ICD and then reportedly experienced palpitations. The device remains in use. No further patient complications have been reported as a result of this event.